Event description:
The customer reported a failure to alarm for a possible "leads off" inop, or battery low inop and a death occurred.

Manufacturer narrative:
(B)(4). The customer reported a failure to alarm for a possible "leads off" inop, or battery low inop and a death occurred. The limited available info about the time period of lost monitoring and about whether or not there were inops is not sufficient to support that there was a health risk. In abundant caution, we will report this failure. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.